Manufacturer narrative:
D4: updated: 1. Model number/catalog number from unknown to 10664, 2. Lot number from unknown to 0030870692, 3. Expiration date from unknown to 01/11/2025. Device evaluated by manufacturer: premier select ous mr 20 x 2.50mm stent delivery system (sds); catheter was returned for analysis. A visual and tactile examination of the hypotube found a multiple kinks and a shaft break at 22.7cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft polymer extrusion sections or the inner lumen of the device. Examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in a coronary artery. A promus premier drug-eluting stent was selected for use. However, the shaft broke when advancing through the guide catheter. The procedure was completed with another of the same device with no patient complications were reported.

Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in a coronary artery. A promus premier drug-eluting stent was selected for use. However, the shaft broke when advancing through the guide catheter. The procedure was completed with another of the same device with no patient complications were reported.

Manufacturer narrative:
(B3) date of event: used the first date of the month of the aware date as no event date was provided. (E1) initial reporter city: (B)(6).